Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump is cancelling boluses without user intervention. The patient stated that on two occasions on (B)(6) 2012 she entered an ezcarb bolus, selected "go", and then approximately a minute later the pump displayed a message that the bolus was cancelled and she had to re-enter the bolus. The patient denied any button keypad issues and confirmed that she did not accidentally press any buttons to cancel the boluses. The patient reportedly wears the pump on a clip on the outside of her clothing. A review of the pump history confirmed that two boluses were cancelled on (B)(6) 2012. The patient confirmed that upon re-entering each bolus the second time, the boluses each delivered without any issues. There were no significant alarms found in the pump history. There is no reported patient impact associated with this complaint. This complaint is being reported because the pump allegedly cancelled boluses without user intervention, which can lead to under-delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the compliant. All keys were responsive. There was no visible damage to the keypad. The pump was exercised for 24 hours with a 1 unit per hour basal rate and no alarms or warnings were observed. No defect was found.